Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to twist/rotate independently of the cap at 184,996 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/ procedural factors encountered during the procedure.